Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results of 268 mg/dl compared to readings of 544 mg/dl obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was unable to self-treat. The customer had contact with emergency healthcare professional (hcp) who administered an unspecified intravenous treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.